Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged belt connector) has been confirmed. Upon evaluation, the trunk cable connector pins were bent. The root cause of the bent pins cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged electrode belt connector. The patient received a replacement electrode belt.

Event description:
During an initial patient fitting, a zoll patient service representative (psr) called zoll customer support to report that the electrode belt connector was defective. The psr was provided with a replacement electrode belt.